Event description:
The customer tested his blood glucose using 2 contour ts meters and received readings of 189 and 90 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer is out of strips so information was not provided and he could not read the serial number from the meter. Product was not replaced.

Manufacturer narrative:
The customer could not provide product information. It's not possible to determine the manufacture date without the product information.